Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-05635. Follow-up identified the patient underwent surgical intervention during which the leads were explanted and replaced. Effective stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2016-05635. It was reported the patient experienced loss of stimulation. System testing indicated multiple high and low lead impedances. Reprogramming was attempted to no avail. Diagnostic x-rays revealed the leads had migrated. Surgical intervention is planned as the next course of action to address the issue.